Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low impedance and noise. It was also noted that the patient had shortness of breath. No intervention was performed. The patient was in stable condition.